Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2023. H6 component code: g07002 no device problem found . Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a closed packet that pertains to product code nw3719 was received for evaluation. Upon initial inspection, of the sample, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-08676, 2210968-2023-08677, 2210968-2023-08678, 2210968-2023-08679, 2210968-2023-08680, 2210968-2023-08681, 2210968-2023-08683, 2210968-2023-08684.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2023. Additional information was requested, the following was obtained: 1) was there any adverse consequence associated with the patient. No. 2) when was the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient). During use on patent. 3) could you please assist me in clarifying what is the total number of products involved in this case? How many products are to be returned for analysis- qnt involved -8. However 01representative sample was sent for the investigation. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ot technician. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-08676, 2210968-2023-08677, 2210968-2023-08678, 2210968-2023-08679, 2210968-2023-08680, 2210968-2023-08681, 2210968-2023-08683, 2210968-2023-08684.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? When was the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify could you please assist me in clarifying what is the total number of products involved in this case? How many products are to be returned for analysis? In the attachment (B)(4), it states that there are 24 products involved in this case, and 16 products are to be returned. However, in the attachment _external_ re_ suture breakage, it indicates that there are 8 products involved in this case, and none are to be returned. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08676, 2210968-2023-08677, 2210968-2023-08679, 2210968-2023-08680, 2210968-2023-08681, 2210968-2023-08683, 2210968-2023-08684.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported that the suture broke. There were no patient consequences reported. Additional information was requested.